Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. The cause for the battery fault (0f80) was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined, but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(4) old female pt contacted zoll customer support to report that one of her batteries will not fully charge after being on the charger for 24 hours. The pt was provided with a replacement battery pack.